Event description:
The guide wire was frontloaded through the hub of the highsail before use in the patient. As the guide wire emerged from the catheter, the distal soft tip was separted from the device. The device was not used in the patient.